Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: two assemblies returned for investigation. Units received with secondary labeling as required. Both units received have writing written in red marker and have green label tags with "leakage" written on it pointing to area suspected of leakage. Under 10x magnification, each unit was noted to have a rf seal that had come apart approximately 3 inches from side seal allowing a leak channel. Visual inspection of the unit was able to verify leak channel on returned assemblies. Functional test by manually pumping assembly using hand bulb assembly confirmed leakage at the visible point where seal came apart. Clear cuff assembly are 100% leak tested prior to release; it appears the seal came apart after product was shipped during subsequent use. The reported problem of air leakage as noted in the complaint has been confirmed due to rf seal that has come apart. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The complaint fault has been escalated to address a full root cause investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage on pressure the infusor. The product fault occurred found while in use with patient. There was no medical intervention required and no patient harm/adverse event reported.